Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a loss of sensing was noted on the right ventricular (rv) lead. The physician decided to cap and replace the rv lead. The device was explanted and replaced during the revision surgery. The patient was stable with no consequences.

Event description:
Technical support reviewed session records and confirmed noise and a decreased pacing impedance value on the right ventricular lead.